Event description:
It was reported that the patient presented at the emergency room. Upon interrogation, it was noted that the implantable cardioverter defibrillator failure to deliver shock for slow ventricular tachycardia. Programming changes were made. The patient was discharged from hospital.